Event description:
The initial reporter received a questionable etoh2 ethanol gen.2 (etoh2) result for one patient sample tested on a cobas 6000 c (501) module with serial number (B)(4). The initial result was reported outside of the laboratory. The result was questioned by the physician who stated that the result did not fit the patient's clinical picture. The reporter used a plasma and serum sample from the patient. On (B)(6) 2022, the initial result of the initial plasma sample from line 2 at 11:08 was 43.3 mg/dl. On (B)(6) 2022, the first repeat result of the initial plasma sample from line 2 at 5:08 was -1.7 mg/dl with a data flag. The second repeat result of the initial plasma sample from line 2 at 5:08 was 0.6 mg/dl with a data flag. The reporter stated that a reagent pack with a low volume of tests was used for these reruns. On (B)(6) 2022, the third repeat result of the initial plasma specimen at 8:57 from line 2 was 2.6 mg/dl. The initial result of a serum specimen at 8:57 from line 2 was 2.6 mg/dl. The reporter stated that he used a new reagent pack in line 2 for these tests. On (B)(6) 2022, the second repeat result of the serum specimen at 9:49 from line 1 was 0.0 mg/dl. The fourth repeat result of the initial plasma specimen at 9:49 from line 1 was -1.0 mg/dl with a data flag. The reporter stated that he used a new reagent pack in line 1 for these reruns.

Manufacturer narrative:
The field service engineer (fse) checked the reagent probe alignment. The investigation is ongoing.

Manufacturer narrative:
The qc data was within specifications. The alarm trace on (B)(6) 2022 did not indicate an issue. The reaction monitors of the reruns did not indicate an issue. No further issues were reported by the customer.  The investigation did not identify a product problem. The cause of the event could not be determined.